Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a 23mm sapien 3 valve, in the aortic position by transfemoral approach. During inflation of the valve, the pig tail was retrieved late as the valve was totally inflated. The valve embolized in the aorta. This first valve was implanted in the thoracic aorta and a second valve was implanted in the annulus with success. The final outcome was good with no consequences for the patient.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints interventional device interacts with pig tail catheter and thv valve embolized into the aorta were unable to be confirmed due to unavailability of relevant imagery. A review of DHR did not reveal any manufacturing non-conformances that could have contributed to this case event. A review of IFU/training materials revealed no deficiencies. As reported, ''during inflation of the valve, it was forgotten to retrieve the pig tail. Finally, it was retrieved late as the valve was totally inflated and embolized in the aorta (segment 1). This first valve was impacted in the thoracic aorta''. Per the IFU, the implanting physician should be experienced in standard catheterization techniques. The pig tail was used along with the contrast media, which helped to locate the native annulus and leaflets under fluoroscope prior valve positioning and deployment. If the pig tail was not retrieved prior the thv deployment, which could lead to pig tail trap or jail between native annulus and deployed thv. As such, available information suggests that procedural factors (late pig tail retrieval) may have contributed to the reported event. For the complaint of valve embolization, the pig tail was not retrieved prior to thv deployment, and the pig tail was trapped or jailed between the thv and native annulus. So, the further manipulation to retrieve the pig tail (non-edwards device) could dislodge the deployed thv from the target site (annulus); subsequently, thv embolized into the aorta as reported. As such, available information suggests that procedural factors (interact with non-edwards device (pig tail)) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.